Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 328509, medical device expiration date: na, device manufacture date: 2019-09-11, medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the needle hub separated from the relion® insulin syringe during use. Lot#'s 9203928 and an unspecified lot were reported to have been involved in this event, but it is unknown how many occurrences happened within each. The following information was provided by the initial reporter: "consumer reported finding 14 out of 60 shields hard to remove consumer reported same syringes when removed shield needle assembly removed with shield and could not use product."

Event description:
It was reported that the needle hub separated from the relion® insulin syringe during use. Lot#'s 9203928 and an unspecified lot were reported to have been involved in this event, but it is unknown how many occurrences happened within each. The following information was provided by the initial reporter: "consumer reported finding 14 out of 60 shields hard to remove consumer reported same syringes when removed shield needle assembly removed with shield and could not use product."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/13/2020 . H.6. Investigation: customer returned (10) 31gx8mm, 0.5ml insulin syringes from an open polybag from lot 9203928. Consumer reported finding 14 out of 60 shields hard to remove; consumer reported same syringes when removed shield needle assembly removed with shield and could not use product. All 10 returned syringes were examined, then tested to determine the shield removal force (specs: shield removal force for 0.5 ml syringe after sterilization is 0.85 to 5.95lbs) and the following was observed: sample number / shield removal force (lbs): sample 1 4.96; sample 2 2.46; sample 3 3.19; sample 4 2.53; sample 5 4.18; sample 6 4.95; sample 7 2.72; sample 8 2.04; sample 9 2.41; sample 10 2.80. All ten returned syringes tested within specification, and none exhibited hub separation. No evidence of manufacturing defect was observed. Since no defects were observed the alleged issues could not be confirmed. A review of the device history record was completed for batch# 9203928. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed.